Manufacturer narrative:
The complainant was unable to report the device lot number; therefore, the manufacture date and expiration date are unknown. However, the complainant reported that the device was not expired. (B)(4). According to the complainant, the suspect device has been disposed and is not available for return. If any further relevant information is received, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used in the esophagus during an esophagogastroduodenoscopy (egd) procedure performed on (B)(6) 2017. According to the complainant, during the procedure, the handle was attempted to be attached on the scope; however, the handle ¿reel that winds up the wire was off the holder¿ and was broken. The procedure was completed with another speedband superview super 7 device . There were no patient complication reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.